Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring approximately 1.96mm x 1.10mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a cadiere forceps instrument snapped at the wrist. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.